Event description:
Complainant alleged that the medics were attempting to monitor a patient (age and gender unknown) during patient transport, but when the medics powered the device on, it displayed a blank screeen and emitted a long steady loud beep. The medics then obtained a second device and successfully monitored the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.